Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: the photographs as well as retention samples were available for investigation. The team investigated the photographs and the retention samples of material number 300844 for lot number 9278590. While the photograph confirmed the crack on the barrel we did not find any defect in the retention samples. The defect is confirmed on the photograph received. DHR reviewed found no non-conformities. Investigation conclusion: after thoroughly investigation and review of received photographs of the complaint it is clear the barrel is cracked and complaint is confirmed. A complaint history check was performed and this is the 1st related complaint reported with the material number 300844 for batch number 9278590. Root cause description: the machine has a ¿crack-barrel¿ detection system, there may be possibility that the crack on the barrel generation occurred after detection system. Potential root cause is station that contribute to crack barrel are barrel loading- we are making process to change bush of barrel loading bracket during pm- 30/jul/2020 and to reduce jerk from barrel marking to assembly index ¿ 15/jul/2020. Rationale: collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd discardit ii¿ syringe barrel cracked while withdrawing blood. This occurred on 20 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "barrel of the syringe cracked opened while withdrawing blood."